Manufacturer narrative:
A 3500a supplemental was submitted.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2015 with the following findings: the battery cap was found to be damaged and there were visible signs of corrosion. However, the reported "unable to remove the battery cap" was not duplicated during investigation. The pump was unable to power up pump with the damaged battery cap; therefore a test cap was used to complete the investigation. The battery compartment was also found to be cracked at the threads above the bumper. There was visible corrosion and rust found inside the battery compartment. The battery compartment was found to be leaking during a leak test. The pump was opened and there was no further evidence of internal moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump and battery cap reportedly were damaged, therefore the battery cap was unable to be removed.